Event description:
It was reported that a large volume folfusor had white specks on the balloon. This was observed before patient use. There was no patient involvement. No additional information is available. This is report 10 of 12.

Manufacturer narrative:
(B)(4). The lot was manufactured between september 2, 2013 and september 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.